Event description:
It was reported that during an implant attempt, the lead was difficult to position and dislodged. There was also diaphragmatic stimulation. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.